Event description:
Patient's left hip was revised due to loosening of stem, periprosthetic fracture.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and loosening involving an unknown stem was reported. Periprosthetic fracture was confirmed via clinician review of the provided medical records. Loosening was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary left total hip arthroplasty for femoral neck fracture. He initially sustained a fracture of the greater trochanter and then subsequently developed a periprosthetic fracture requiring revision which was carried out with a competitor implant. The root cause of this event cannot be determined with certainty. In this case I believe that at the time of surgery there may have been a breach of the greater trochanter which led to the subsequent fracture. In the absence of any trauma, which was not reported in the summary, it might also be possible that a breach of the femoral shaft occurred during the initial procedure which led to a weakening of the cortex which subsequently could have contributed to a periprosthetic fracture. The patient's activity level and bmi in this case should not have contributed to the fracture." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to stem loosening and periprosthetic fracture of the femur. A review of the provided medical information by a clinical consultant indicated: "this patient underwent a primary left total hip arthroplasty for femoral neck fracture. He initially sustained a fracture of the greater trochanter and then subsequently developed a periprosthetic fracture requiring revision which was carried out with a competitor implant. The root cause of this event cannot be determined with certainty. In this case I believe that at the time of surgery there may have been a breach of the greater trochanter which led to the subsequent fracture. In the absence of any trauma, which was not reported in the summary, it might also be possible that a breach of the femoral shaft occurred during the initial procedure which led to a weakening of the cortex which subsequently could have contributed to a periprosthetic fracture. The patient's activity level and bmi in this case should not have contributed to the fracture." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's left hip was revised due to loosening of stem, periprosthetic fracture.